Event description:
It was reported that during device preparation and prior to use the stylet/mandrel and the stent protective sheath could not be removed from the balloon of the nc trek balloon dilatation catheter (bdc). There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.